Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 2 devices were evaluated in the field and the issue was confirmed; the devices had alignment issues. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the device had reduced brake force. There was one instance where the user experienced discomfort, and another instance where the user experienced pain.